Event description:
Patient underwent contraindicated MRI scan of the lower back. During the scan, the patient experienced intense burning stimulation in his neck, chest, and ear. Immediately following the scan, patient reports that they were still experiencing pain in the throat, chest, and ear as well as a headache. The MRI machine was on for less than one minute and the doctor confirmed no tissue damage took place from the event.